Event description:
The customer observed a false elevated architect stat high sensitive troponin-I result for a male patient. The customer¿s cutoff diagnostic range for males is 34.2 ng/l. On (B)(6)2022, sample ID (B)(6): first result 140 ng/l, repeat result: 1.6 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for an elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Complaint activity review for the lot did not identify an increase in complaint activity for the issue. Tracking and trending were reviewed and did not identify any related trends. Field data analysis was completed using customer worldwide data to assess the performance of the architect stat high sensitive troponin-I assay. The review shows that the median patient result for lot 35246ud00 is within the established baseline and is comparable with other lots in the field confirming no systemic issue for the lot. The device history records were reviewed and did not identify any non-conformances, potential non-conformances, or deviations associated with the reagent lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 35246ud00 was identified.